Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level were elevated in the 200's-300's mg/dl for the dates of (B)(6) 2015. Elevated bgs were treated by administering an insulin shot on (B)(6) 2015, and administering a correction bolus on (B)(6) 2015. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer's contact discuss elevated blood glucose levels with the customer's healthcare provider, and call back with any questions or concerns.